Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient's hip arthroplasty was revised after 4 months due to infection. Op notes stated that there was a fungating mass that was removed and the acetabular component was loose. Three screws in the augment were fractured. Two screws were left in the ilium as the surgeon felt it was best not to remove them due to the possibility of creating a deformity in the ilium.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. Unable to perform a compatibility check based on provided information. Review of the generic complaint history for unknown hip identified no trends. Risk assessment did not identify any new risks. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.